Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported missing/dislodged stent was confirmed. The missing/dislodged stent was likely due to handling during protective sheath removal. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the returned device analysis, there is no indication of a product deficiency. It should be noted that the multi-link 8 instructions for use (IFU) instructs the user to inspect and verify stent location prior to use. The IFU also instructs the user to prepare the device prior to placing it in the anatomy.

Event description:
It was reported that using a radial artery access approach during a procedure of the left anterior descending artery (lad) the 3.5 x 12 mm multi-link 8 (ml8) stent delivery system (sds) was advanced to the target lesion without noted issue. During angiography poor radiopacity of the sds/stent was noted; the sds was removed without issue. Outside the anatomy it was noted that the stent implant was missing from the balloon but crimp marks were visible. A search of the concomitant devices and anatomy did not produce the stent implant; however, it was not felt to be in the anatomy. The procedure was completed using a second ml8 stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions; incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.